Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced vertigo and tinnitus, resulting in permanent non-use of the device. The implanted device remains.